Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra coil 400s (pc400s). During the procedure, the physician encountered resistance and was unable to advance a pc400 from its initial position within its introducer sheath. The pc400 was therefore removed and was not used in the procedure. The procedure was completed using another pc400 coil and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was slightly proximal to the introducer sheath friction lock. The friction lock was wrinkled. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip (ddt). Conclusions: evaluation of the returned pc400 revealed the pusher assembly mid-joint was proximal to the introducer sheath friction lock. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath which allows it to seat properly on the mid-joint. If the mid-joint is moved proximal to the friction lock, resistance may be experienced during advancement. During functional testing, the introducer sheath was reseated onto the mid-joint. Subsequently, the pc400 was advanced through its introducer sheath and a demonstration microcatheter without issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.